Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not arm. The case was completed with a like device. There was no patient consequence.